Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler or liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
A peritoneal dialysis patient reported being treated with intra-peritoneal (ip) antibiotics for an unknown reason during a follow up for a separate event. Upon follow up, the peritoneal dialysis nurse (pdrn) reported the patient was being treated with antibiotics intra-peritoneal (ip) due to peritonitis. Per the pdrn, the patient was experiencing abdominal pain. It was reported that the patient was treated with unspecified antibiotics intra-peritoneal (ip) on an outpatient basis. The patient¿s pd culture was obtained in the outpatient pd clinic on (B)(6) 2022, there was no organism growth and an elevated white blood cell count, result unknown. The cause of the patient¿s peritonitis was unknown given no bacterial growth. The patient has reportedly recovered from the event and continues pd with the same cycler without any issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient reported being treated with intra-peritoneal (ip) antibiotics for an unknown reason during a follow up for a separate event. Upon follow up, the peritoneal dialysis nurse (pdrn) reported the patient was being treated with antibiotics intra-peritoneal (ip) due to peritonitis. Per the pdrn, the patient was experiencing abdominal pain. It was reported that the patient was treated with unspecified antibiotics intra-peritoneal (ip) on an outpatient basis. The patient¿s pd culture was obtained in the outpatient pd clinic on (B)(6) 2022, there was no organism growth and an elevated white blood cell count, result unknown. The cause of the patient¿s peritonitis was unknown given no bacterial growth. The patient has reportedly recovered from the event and continues pd with the same cycler without any issues.